Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix nmic-306 a patient isolate (e. Cloacae complex) had a high mic for the drug ertapenem. The user performed manual confirmatory testing. No health impact or consequence reported. Report 4 of 7.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (e. Cloacae complex) had a high mic for the drug ertapenem. The user performed manual confirmatory testing. No health impact or consequence reported. Report 4 of 7.

Manufacturer narrative:
Investigation summary: this complaint is for high mic ertapenem (etp) with klebsiella pneumoniae, escherichia coli and enterobacter cloacae complex when using phoenix panel nmic-306 (catalog number 449292) batch number 4317031. The customer did not return panels but returned isolates, phoenix generated lab reports and binary files for the investigation. The phoenix generated lab reports show high mic etp with klebsiella pneumoniae, escherichia coli and enterobacter cloacae complex when using the complaint batch. To investigate, retention panels of the complaint batch were tested using customer returned isolates e. Cloacae complex n824019728, e. Cloacae complex n823011694, e. Cloacae complex n829010167 e. Coli n825007857, e. Coli n825015335 and k. Pneumoniae n823011300 on a phoenix m50 machine and evaluated for etp mic results. Also, control panels from the same material but different batch were tested using customer returned isolates e. Cloacae complex n824019728, e. Cloacae complex n823011694, e. Cloacae complex n829010167 e. Coli n825007857, e. Coli n825015335 and k. Pneumoniae n823011300 on a phoenix m50 machine and evaluated for etp mic results. The panels tested with customer returned isolate e. Cloacae complex n823011694 returned intermediate and resistant results. Further investigation was performed with disc diffusion on customer returned isolates e. Cloacae complex n824019728, e. Cloacae complex n823011694, e. Cloacae complex n829010167 e. Coli n825007857, e. Coli n825015335 and k. Pneumoniae n823011300. The results of the disc diffusion returned the same mic results as the panels tested. All other panels tested returned the expected sensitive mics for etp, this complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.